Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a kink was observed at the distal end of the catheter. Resistance was encountered when attempting to retract the catheter into the sheath, and the wire could not be readvanced due to the kink. Fluoroscopy was used to visualize the wire and catheter position during the event. The physician extended the slider and twisted the array while attempting to recapture the catheter, ultimately achieving successful removal of the catheter from the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.